Event description:
The medwatch was received in regulatory affairs on 2/17/97. Contact was made with the risk manager on 2/19/97. Risk manager stated that she could not give any info on the phone, nor permit co to speak with the dialysis staff. Co faxed her a list of questions requesting more specifics about the incident. Four follow up phone calls were made to risk manager requesting the incident info. On 3/18/97 risk manager contacted co and stated that she would fax co the info requested along with info on the machine status. As of 3/17, the only info available on this incident is the user medwatch info already submitted by the user. On 3/20/97 the MFR's technical reviewer made contact with the facility's equipment technician. The technician stated that he had repaired the machine and it has been operating without problems since 2/25. No parts are available. A MFR's medwatch with the new info made available on 3/20/97, is now being submitted.